Manufacturer narrative:
The event of prophylactic explant of device due to header advisory was reported. DHR reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. After all electrical test performed including thermal and mechanical stress, the device exhibits normal device characteristics with battery voltage above elective replacement indicator level. Longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer reference number: 2017865-2021-35624. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2021. Upon examination, it was noted that the right ventricular (rv) lead had noise which caused inhibition of cardiac pacing. The rv lead failed to capture as well. It was noted that the pacemaker is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Since the patient is pacing dependent, the physician explanted and replaced the rv lead and the pacemaker on (B)(6) 2021. The patient was in stable condition.